Event description:
During a laparoscopic gastric bypass while using a multi-use device, the surgeon used the device once. The device was removed from the pt's abdomen for reload and second use. The technologist could not get the device to open to remove expended load for reload. A new device was acquired and the procedure continued with minimal delay. No pt harm.